Event description:
The hosp reported that prior to an egd procedure and as the gastroscope was inserted into the pt's mouth, smoke was observed coming from the distal tip. The gastroscope was withdrawn from the pt's mouth immediately, and the procedure was completed with a different gastroscope. There was no harm to the pt.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed the plastic cover (c-cover) failed the insulation test due to cracked and burned plastic cover. There was a long scrape mark on the plastic cover and the light guide lens was chipped. The internal channels were inspected with a rigid telescope, minor scratches were found on the channel wall. Olympus contacted the hospital for additional information regarding the event. According to the nurse, the event occurred prior to performing the actual procedure. The nurse stated that the gastroscope was powered on for less than a minute when they noticed the smoke. Olympus has decided to file this report as an MDR in an excess of caution.